Event description:
On (B)(6) 2013, it was reported that the patient's vns lead and generator replaced due to a lead discontinuity and prophylactic generator replacement on (B)(6), 2013. The explanted devices were returned on (B)(6), 2013 and are pending product analysis.

Event description:
It was reported that the patient's vns was now indicating high lead impedance. Follow-up with the site found that no trauma or manipulation has been reported. Last known good diagnostics were taken on (B)(6) 2012, however specifics were not provided. X-rays were taken by the surgeon's office that did not show any obvious discontinuities. It is unknown if the physician disabled the patient's generator however the site indicated that the physician is aware of the manufacturer recommendation to disable stimulation in the presence of high impedance or a lead fracture. Surgery was reportedly planned for (B)(6) 2012, however it has not been confirmed. Attempts for additional information have been unsuccessful to date. No adverse events have been reported.

Event description:
Additional information was received indicating that the patient was rescheduled for a consultation appointment with the surgeon. No surgery date has been scheduled yet and no interventions have been planned.

Event description:
Additional information was received indicating the patient's vns is currently programmed off and the site is waiting to see how the patient does without vns therapy prior to referring the patient for replacement surgery.

Event description:
Based on the decoder review, the date of the event was (B)(6) 2012.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury.

Event description:
A decoder was created using the programming history to determine the exact date high impedance occurred. Per review of this decoder, it was found that high impedance occurred on (B)(6) 2012.

Manufacturer narrative:
Analysis of programming history. Date of event, corrected data: date changed from initial MDR due to additional information received from programming history.

Manufacturer narrative:
Additional information found that the date of event listed in the supplemental MDR #3 was incorrect.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Lead analysis was approved on (B)(4) 2013. Lead analysis showed that the reported lead fracture/high impedance allegation was not duplicated within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The results of generator analysis showed that diagnostic testing indicated that the battery status was at ifi=yes in the pa lab. The data in the diagaccum consumed memory locations revealed that 29.683% of the battery had been consumed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. In addition, on (B)(4) 2012, it had been reported that the patient¿s device was disabled; however, review of programming history showed that the device was still programmed to deliver therapy as of (B)(4) 2013. The generator was returned at these same settings indicating that the generator was likely never disabled.

Manufacturer narrative:
Date of event, corrected data: event date inadvertantly not corrected on supplemental MDR after new information was received. Initial date of reported event, corrected data: on the initial MDR, the initial aware date was listed as (B)(4) 2012. However, upon further review of the received information, it was found that the sales representative was aware of the event on (B)(4) 2012.